Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that they suspect the patient's percutaneous lead has a short to shield. The patient had low flow, elevated power and speed drops with the pump dropping to zero rpm while the patient was connected to the power module. The log file reviewed by the manufacturer contained a speed drop and pump stoppage event. It was suggested to swap out the system controller and power module patient cable.

Manufacturer narrative:
Based on the manufacturer¿s previous complaint experience, reductions in pump speed with corresponding elevations in pump power can be an indication of a potential percutaneous lead (lead) issue; however, the report of lead damage could not be conclusively confirmed as the pump was not returned for evaluation. It was reported that the patient remained ongoing on pump support until being transplanted on (B)(6) 2013, and the pump was not explanted (reference MFR's medwatch # 2916596-2015-00689). The system controller was returned and upon evaluation, functioned as intended and met all required specifications. Information recorded in the retrieved log file confirmed the reported event of pump stoppage alarm; however, the evaluation could not conclusively determine the cause of the captured event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that prior to being elevated on the transplant list, the patient was treated for a driveline infection (driveline exit site incision and drainage, pseudomonas) on (B)(6) 2013. It was also reported that the patient was given IV vancomycin and ceftriaxone, then changed to zosyn, and again changed to ceftazidime, as treatment for the driveline infection. The patient was eventually transplanted on (B)(6) 2013 and the pump was not saved for evaluation.